Manufacturer narrative:
Please note that the patient's age was unknown. Please note that the expiration date and the manufacturing date were unknown. The UDI number was incomplete since the lot number is unknown: (B)(4) note: pi number is unknown as the lot number was not provided. The device was not returned; therefore, a physical investigation could not be performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the root cause of the reported event could not be determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynx vcd in vessels not suitable for the use of the device. Do not use the mynx vcd to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that approximately 2 hours post successful mynx deployment, the patient developed a retroperitoneal bleed manifested by a sudden drop in blood pressure. The mynx device was used for vascular closure following an interventional coronary procedure. There were no multiple stick punctures during the procedure. The patient was given blood and a femostop was applied for more than 30 minutes to treat the retroperitoneal bleed. Approximately 20 hours later, the patient's condition was improved and the patient was reported to be stable as evidence by normal hemoglobin levels. The patient's hospitalization was extended as a result of the event. At the time of this report, the patient remained hospitalized. Additional information was requested, but is not available at this time.